Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller reported that the patient attempted to self-treat by delivering correction boluses, however her blood glucose levels were not coming down. The patient experienced elevated blood glucose symptoms of feeling clammy and unwell and was transported to the hospital by ambulance. The type of treatment provided by the emt's was not provided. Upon arrival at the hospital, the patient received a blood glucose result of 30 mmol/l. The hospital treated the patient with unknown insulin pens and she was also placed on a drip. The patient was hospitalized for 2 days. The infusion device was requested to be returned for product evaluation.